Event description:
It was reported that the battery indicator lights were lit on the joystick, indicating the battery is fully charged (green light), moderately charged (amber light) and that the battery is running out of charge and needs charged as soon as possible. This creates the potential for the user to become stranded.